Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for sterilization evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for manufacturing evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for 2 hernia repairs and removal of infected mesh from 2010 were not provided.] On (B)(6) 2011: memorial hermann. (B)(6), md. History and physical [handwritten]. Upper abdomen bulge. Surgical history: [illegible], ventral hernia repair [illegible]. Medical illnesses: diverticulitis, ventral hernia, gerd [gastroesophageal reflux disease]. Medications: aspirin. Impression: [illegible] hernia. On (B)(6) 2011: memorial hermann. (B)(6), md. Operative report. Assistant: rene lopez. Preoperative diagnosis: recurrent ventral/incisional hernia. Postoperative diagnosis: recurrent ventral/incisional hernia. Procedure: diagnostic laparoscopy. Open repair of recurrent ventral/incisional hernia with mesh. Indications: mr. Combest is a 65-year-old male who presented to the office with a symptomatic bulge in his epigastrium. On physical examination, he had what appeared to be 2 upper midline ventral hernias. He had these were repaired in the past [sic]. Because they are symptomatic, I did recommend a repair of the hernias with mesh. We discussed the laparoscopic versus open approach. The risks, benefits, and complications of the procedure were thoroughly discussed with the patient. He consented and was willing to proceed. Description of procedure: ¿the patient was brought to the operating room, placed on the operating table in supine position. After adequate general anesthesia was administered, the patient¿s abdomen was prepped and draped in sterile fashion. Transverse incision was made in the right upper quadrant. S-retractors used to dissect down to the anterior fascia. The anterior fascia was incised transversely and an 0-vicryl stay suture placed on each side of the divided fascia. Underlying muscle was split in a muscle-splitting technique down to the level of the posterior fascia and peritoneum. This was incised and the peritoneum was entered. A hasson trocar was placed through this incision and the abdomen was insufflated with co2 gas. Visualization was then performed with the laparoscopic scope. Immediately upon visualizing the abdominal wall and abdominal cavity, there was a large number of adhesions mostly to the midline. There was a loop of small bowel which was densely adherent to the undersurface of the abdominal cavity, which appeared to be very difficult to mobilize laparoscopically. There was also colon which also was densely adherent to the abdominal wall. I felt that it was going to be extremely difficult to proceed laparoscopically due to the severity of the adhesions and the fact that there was bowel densely adherent to the abdominal wall. To prevent injury to this bowel, I decided to proceed with an open approach. The co2 gas was allowed to exit the abdomen. The hasson trocar was removed and the fascial stay sutures were approximated to close the fascia. The skin incision was closed with 3-0 monocryl suture. A midline incision was then made in the upper epigastrium just overlying the hernia defect. Electrocautery was used to dissect through the skin and soft tissues. The hernia defects were encountered. Right at the level of the hernia, there was a small bowel which was densely adherent to the peritoneum and within the hernia sac. Metzenbaum scissors were used to mobilize this bowel. The hernia defect appeared to be fairly small, measuring only several centimeters in size. As I opened the fascia up superiorly, there was a second hernia which also measured only several centimeters in size. Both hernia defects were combined into one hernia. Again, there was a moderate amount of omental and small bowel adhesions present within the hernia sac, which required a fair amount of lysis of adhesions to free this. Superiorly, there were also some loops of colon which were stuck the hernia [sic], but the adhesions were less intense in this area, and these came down fairly easily. Eventually the abdominal wall and undersurface of the fascia was freed of adhesions circumferentially. The combined defects were measured to be approximately 8 x 5 cm. An 11 x 14 cm ventrio mesh was then obtained. It was placed into the peritoneal cavity with the prolene portion against the peritoneal lining and the ptfe portion against the peritoneal cavity. The mesh was sutured in place in the 4 corners of the mesh using 0 prolene suture. The suture was placed through the fascia, in and out through the mesh, and back out through the fascia, pulling the mesh up against the undersurface of the fascia in the 4 corners. I made sure I had good overlap of the fascia over the mesh to decrease the chance of recurrence. Once the 4 corner sutures were placed, the gaps in between these were filled with 0 prolene sutures in a similar fashion, bringing the mesh up against the undersurface of the fascia. The sutures were tied. This adequately repaired the hernia without tension and there was good fascial overlap. Irrigation was performed. Electrocautery was used to facilitate hemostasis. The fascia was then closed over the mesh with interrupted #1 vicryl sutures. A small amount of the hernia sac was excised. Irrigation of the abdominal wall was performed. The incision was then closed with interrupted 2-0 vicryl sutures for the superficial soft tissue and a running 4-0 subcuticular monocryl suture for the skin. Benzoin, steri-strips and dry sterile dressings were placed over the incisions. The patient was taken to the recovery room in stable condition. Our sponge, instrument, and needle counts were correct at the end of the case. Patient tolerated the procedure well without any obvious intraoperative complications.¿ 01/31/11: memorial hermann. Perioperative implant record. Implant sticker. Ventriotm hernia patch. Bard. On (B)(6) 2011: (B)(6). (B)(6), md. Progress notes. Feeling well, minimal pain, tolerating diet, ambulating, urinating well. Abdomen: appropriately tender. Incision dressed and dry. Stable, discharged with norco for pain. Discharge instructions: refrain from heavy lifting greater than 20 pounds or strenuous activity. Refrain from driving for approximately 5-7 days while taking norco. Discharge diagnosis: ventral/incisional hernia. On (B)(6) 2013: (B)(6)hospital. (B)(6), md. Operative report. Preoperative diagnoses: recurrent ventral incisional hernia. Status post ventral incisional hernia repair x 2 with dehiscence of his first repair and evisceration followed by closure with biomesh, which also became infected. He now presents for a third time repair of his hernia. Postoperative diagnoses: recurrent ventral incisional hernia. Status post ventral incisional hernia repair x 2 with dehiscence of his first repair and evisceration followed by closure with biomesh, which also became infected. He now presents for a third time repair of his hernia. Operative findings: there was a 15 x 12 cm defect. The defect appeared to have the biomesh still within the defect and lining the defect. The mesh was present in a thickened form along the margins of the defect and it was thinned out within the defect itself. At the most anterior portions I did not identify any biomesh. The patient had numerous loops of small and large bowel adherent to the undersurface of the hernia defect requiring an extensive lysis of adhesions. Procedures: reoperative laparoscopy with, repair of recurrent ventral incisional hernia utilizing mesh, lysis of adhesion for 3.5 hours. First assistant: (B)(6), md. Anesthesia: general preemptive analgesia. Mesh size: 24 x 30 gore-tex dualmesh. Fluids given: 5400 ml lactated ringer¿s. Urine output: 275 ml. Estimated blood lost: 200 ml. Specimens: none. Drains: none. Complications: none. Transfusions: none. Disposition: to recovery room in good condition. Ports use: 12 mm x 1.5 mm x 3, and 3 mm x 2. Cut time: 11:13. Close time: 18:10. Procedure in detail: ¿the patient was brought to the operating room, placed supine on the operating table. After adequate induction of general endotracheal anesthesia, the abdomen was prepped and draped in sterile fashion. Marcaine 0.25% with epinephrine was used at each of the port sites prior to making the incisions. The first incision was in the left upper quadrant. A 2-mm trocar was inserted and entered a very small free space. A 5-mm port was placed just inferior to the 2-mm trocar and this allowed the use of blunt dissection and sharp dissection with scissors. In this manner, the space was enlarged from cranial to caudal and left to right. As the dissection proceeded superiorly, a 3-mm trocar was placed just below the left costal margin to allow viewing inferiorly. This allowed clearing of the left abdominal gutter and an additional 5-mm port was then placed inferiorly. This allowed the bimanual work. The upper abdomen was cleared from left to right and the right lower quadrant was entered and a 5-mm port was placed in the right upper quadrant. Dissection progressed inferiorly on the right side. This allowed placement of a 12-mm trocar in the right mid abdomen. Dissection progressed medially. The colon was noted to be adherent in the superior aspect of the defect, this had to be carefully taken down out of the defect with sharp dissection. The edges of the defect were aligned by pieces of biologic mesh. The mesh then appeared to stretch out into the defect and it appeared to align the defect except for the anterior most portion with the patient in a closed by secondary intention. Once the colon was taken down, there were adhesions of small bowel throughout the entire defect. By compressing the abdominal wall, it was possible to bring these down into view and viewing from the left side of the patient and the right-sided [sic] of the patient, sharp dissection was used to slowly and carefully take all the adhesions of the small bowel down out of the defect. The most difficult portion were [sic] directed anteriorly where he had granulated his wound and in the adhesions of the small bowel were directly opposed to the posterior aspect of the skin. Careful sharp dissection was carried out and there were no injuries to the bowel and the skin appeared to be viable at the completion of that portion of the dissection. When this was completed, the falciform ligament was taken down from caudal to cranial until there was at least a 5 cm overlap cranially. The defect was then measured and was measured at 12 x 15 cm, a piece of mesh 30 x 24 cm in dimension was chosen. The mesh was folded with the rough side and outward. The location of the defect was a marked on the mesh. Cranial and caudal down the middle of the long axis of 0 vicryl sutures were placed 3 cm from the end of the mesh. These were used to align the mesh at the height which the defect was its widest. 0 vicryl sutures were placed 3 cm from the lateral edges of the mesh in order to pull the mesh to its widest dimension at the midportion of the defect. Inferiorly starting at the iliac crest, the mesh was tapered down to 15 cm on its inferior margin to fit within the pelvis. The mesh was tightly rolled up and placed into the abdomen though the 12-mm trocar site. It was oriented correctly and then unfurled. Just below the xiphoid, a 2-mm incision was made and a 2-mm grasper used to grasp the superior suture. A similar incision was then made inferiorly and used to grab the inferior suture. When these were pulled up, the mesh was centered in the midline and gently pulled tight against the posterior aspect of the anterior abdominal wall. There was at least 5 cm overlap superiorly and inferiorly. The sutures were held in place with hemostats. Starting on the right side, a 2-mm trocar was used to grasp the right-sided suture and this was gently pulled up, ensuring that there was a 5 cm overlap on the right side. Finally, the left-sided suture was pulled up and all 4 sutures were held in position by hemostat. The mesh was centered over the defect with 5-cm overlap in every direction. A tacker was then used to tack the mesh around the edges with tacks being placed every 1 cm around the entire periphery of the mesh. When this was completed, a double crown was carried out, placing tacks just lateral to the defect itself. This was made easier by the thickened biomesh, which still remained at the posterior aspect of the anterior abdominal wall. Full-thickness 0 pds sutures were then placed every 10 cm down the periphery of the mesh circumferentially. One suture was placed in the midline superiorly, one was placed in the midline superiorly and then 4 sutures were placed down each side. When this was completed, the 12-mm trocar with withdrawn and the 12-mm trocar site closed with 0 pds in a u-stitch fashion. Using a 2-mm trocar, the mesh was then extended its final distance in this area and tacked over the 12-mm trocar site. The 5-mm trocar on the right side also was withdrawn and the mesh tacked over the opening for the 5-mm trocar on the right. On the left side, the mesh did not come close enough to the trocars to cover the trocar sites. This was because the defects extended all to the right of the midline. The abdomen was then deflated through the remaining 5-m trocars and all remaining trocars were removed. The skin was closed with running 4-0 vicryl subcuticulars. The skin at the mid portion of the defect appeared viable. The patient was then taken from the operating room to the recovery room in good condition. All counts were correct x 2.¿ on (B)(6) 2013: the methodist hospital. Intraoperative record. Implant record. Type: goretex dualmesh. Mfg: gore. Lot #: 8689340. Serial #: al0366-ml[illegible]. Catalog #: 1dlmc08. Size: 20 x 34 cm. Amount: 1. Exp. Date: 2016-01-05. The records confirm a gore® dualmesh® biomaterial (1dlmc08/8689340) was implanted during the procedure. On (B)(6) 2013: (B)(6) hospital. (B)(6), md. Progress notes [handwritten]. Abdomen soft, non-distended. Skin mid portion wound slightly discolored but viable, bowel sounds present. Ambulate. Closely monitor skin. On (B)(6) 2013: the methodist hospital. [Provider ni]. Progress notes [handwritten]. No issues overnight. Tolerating liquid diet. Positive flatus, no bowel movement. Out of bed. Abdomen: obese, midline skin mildly bluish. No worse than yesterday. Positive bowel sounds, soft, app tender to palpation. Doing well, discharge. Activity: no heavy lifting until cleared by dr. Reardon. On (B)(6) 2014: the methodist hospital. (B)(6), md. Progress notes [handwritten]. Exposed mesh, draining pus, mild erythema. Mesh infection. Continue IV antibiotics. Schedule time for mesh removal. On (B)(6) 2014: the methodist hospital. (B)(6), md. Progress notes [handwritten]. Discussed mesh removal risks and benefits with the patient. Patient understands and wishes to proceed with removal with skin debridement. On (B)(6) 2014: the methodist hospital. [Provider ni]. Progress notes [handwritten]. Admitted yesterday for draining pus from abdominal wound. Temp. 99.7. Abdomen: soft, small draining wound of midline, exposed mesh at base. Continue IV antibiotics, wound care. May need infectious disease consult. On (B)(6) 2014: the methodist hospital. (B)(6), md. Progress notes [handwritten]. Infected mesh. Skin breakdown [illegible] where he had [illegible] by secondary intention from a previous open operation. Will need mesh removed. [Illegible]. On (B)(6) 2014: the methodist hospital. [Provider ni]. Progress notes [handwritten]. Infectious disease. Impression: failed ventral hernia repairs. Status post gore-tex mesh repair 03/2013. [Illegible] with purulent drainage. Exposed mesh. Will discuss with surgery. Needs long-term [illegible]. On (B)(6) 2014: the methodist hospital. [Provider ni]. Progress notes [handwritten]. Continue antibiotics. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Progress notes [handwritten]. Continue antibiotics. To or today for excision. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: infected ventral hernia mesh. Postoperative diagnosis: infected ventral hernia mesh. Procedure performed: open excision of infected ventral hernia mesh with primary closure of fascia. Assistant: suresh, plastics fellow, pgy-7. Anesthesia: general endotracheal anesthesia with local analgesia using 0.25% marcaine. Complications: none. Estimate blood loss: 50 ml. Blood product administered: none. Drains: none. Implants: none. Specimens: excised skin as well as mesh. Incision time: 12:46 pm. Close time: 3:11 pm. IV fluids: 1600. Urine output: 800 ml. Findings: grossly infected gore-tex dualmesh with contained purulent fluid collection deep to the mesh. Procedure in detail: ¿after the patient was consented for an open excision of infected ventral incisional hernia mesh, the patient was taken to the operating room and placed in a supine position. The patient was then administered general anesthesia and intubated without difficulty. The arms were placed at 90 degrees to the patient¿s torso. A foley catheter was inserted by the circulating nurse. The abdomen was then prepped and draped in sterile fashion for an excision of infected ventral hernia mesh. A time-out was called. Everybody agreed upon the procedure. Skin surrounding the draining infected mesh was completely excised and sent off the table as specimen. The previous midline incision was also opened with a 10-blade knife. Hemostasis was maintained using bovie cautery. The underlying mesh was then opened using mayo scissors. There was some purulent fluid beneath the mesh. It was suctioned. The mesh was then opened in the midline through the length of the skin incision. The outer perimeter of tacks was identified and individually removed using hemostats. Starting on the patient¿s left, all the tacks were removed individually and the mesh was slowly peeled off from the posterior aspect of the anterior abdominal wall. There was a biofilm layer just below the mesh and separating the intestines from the mesh. This was opened up inferiorly. The bowel was identified. There was no purulent fluid within the peritoneal cavity. Once both sides of the mesh were completely removed, they were passed off the table as specimens. The wound and abdomen were then irrigated copiously with warm antibiotic normal saline. At this time, the fascia was closed with a running #1 pds suture. We were able to close the fascia without significant amount of tension. The skin was then loosely approximated with interrupted 4-0 vicryl sutures. In between the vicryl sutures, telfa were placed as wicks to prevent wound infection. A gauze dressing was then placed over the incision. The patient tolerated the procedure well. There were no complications. The patient returned to the recovery room in stable condition. All lap counts, instrument counts and needle counts were correct x 2 prior to closure of the case.¿ on (B)(6) 2014: (B)(6) hospital]. (B)(6), md, phd. Pathology report. Case: sm14-6260. Final. Anatomic pathology diagnosis: a) mesh, abdomen, removal: mesh identified (gross). Soft tissue with fibrosis. No malignancy identified. B) skin, abdominal, excision: skin and subcutaneous tissue with ulcer, acute and chronic inflammation. Granulation tissue and fibrosis. No dysplasia or carcinoma identified. Material: a) infected mesh. B) abdominal skin. History: 68 year old male. Preoperative diagnosis: ventral hernia infection. Gross: the case is received in two parts. A) received in formalin labeled infected mesh are two pieces of mesh. One measures 23 x 10 x 0.1 cm and the other measures 23 x 0 x 0.1 cm. The mesh contains minimal tan-white soft tissue 1.5 x 1 x 0.2 cm in aggregate. In addition there is a smaller container in the container which contains multiple mechanic coils ranging in size from 0.3 to 0.6 cm. The soft tissue is submitted entirely in cassette a1. B) received in formalin labeled abdominal skin is skin 9 x 4.5 x 2.5 cm with centrally located scar 4.5 x 2 cm and central skin defect 2 x 1 cm. The surface of the skin is tan-gray. The central deep surface of the specimen has tan-white, fibrous area 6.5 x 3.5 cm surrounding the area of skin defect. Cross sections show tan-yellow, lobulated adipose tissue with area of fibrosis. Once side of the specimen in inked blue and the other side is inked black. Section code: b1 one tip of skin, b2 other tip of skin, b3-6 representative sections of defect. Microscopic performed. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Progress notes [handwritten]. Doing well. Incision without signs of infection. [Illegible] removed. Discharge home. Medications: minocycline, norco. Activity: no heavy lifting, wear abdominal binder x4 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1930) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2011 through (B)(6) 2014 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2011 through (B)(6) 2013 were not provided. Patient information: medical history: obesity: - on (B)(6) 2011: 238 lbs., bmi 32.35; - on (B)(6) 2011: 240 lbs., bmi 32.5, smoking: - on (B)(6) 2014: prior smoker, gastroesophageal reflux disease [gerd], 1998: diverticulitis, ventral hernia, on (B)(6) 2011: hiatal hernia, on(B)(6) 2014: draining pus from abdominal wound. Exposed mesh at base. Infected mesh. Surgical procedures: 2010: hernia x 2 repair and removal of infected mesh. On (B)(6) 2011: diagnostic laparoscopy and open repair of recurrent ventral/incisional hernia with ventrio mesh. Implant: ventrio mesh. 2012: abdominal aortic aneurysm on (B)(6) 2013: re-operative laparoscopy with repair of recurrent ventral incisional hernia utilizing gore dualmesh biomaterial and lysis of adhesions for 3.5 hours. Status post ventral incisional hernia repair x 2 with dehiscence of first repair and evisceration followed by closure with biomesh. Implant: gore® dualmesh® biomaterial. On (B)(6) 2014: open excision of infected ventral hernia mesh with primary closure of fascia. Relevant medical information: on (B)(6) 2011: inpatient hospitalization. - on (B)(6) 2011: diagnostic laparoscopy. Open repair of recurrent ventral/incisional hernia with mesh. [Implant: bard ventriotm hernia patch.]. - indications: ¿65-year-old male who presented to the office with a symptomatic bulge in his epigastrium. On physical examination, he had what appeared to be 2 upper midline ventral hernias. He had these were repaired in the past [sic]. Because they are symptomatic, I did recommend a repair of the hernias with mesh. We discussed the laparoscopic versus open approach. The risks, benefits, and complications of the procedure were thoroughly discussed with the patient. He consented and was willing to proceed.¿ - procedure: ¿transverse incision was made in the right upper quadrant. S-retractors used to dissect down to the anterior fascia. The anterior fascia was incised transversely and a 0-vicryl stay suture placed on each side of the divided fascia. Underlying muscle was split in a muscle-splitting technique down to the level of the posterior fascia and peritoneum. This was incised and the peritoneum was entered. A hasson trocar was placed through this incision and the abdomen was insufflated with co2 gas. Visualization was then performed with the laparoscopic scope. Immediately upon visualizing the abdominal wall and abdominal cavity, there was a large number of adhesions mostly to the midline. There was a loop of small bowel which was densely adherent to the undersurface of the abdominal cavity, which appeared to be very difficult to mobilize laparoscopically. There was also colon which also was densely adherent to the abdominal wall. I felt that it was going to be extremely difficult to proceed laparoscopically due to the severity of the adhesions and the fact that there was bowel densely adherent to the abdominal wall. To prevent injury to this bowel, I decided to proceed with an open approach. The co2 gas was allowed to exit the abdomen. The hasson trocar was removed and the fascial stay sutures were approximated to close the fascia. The skin incision was closed with 3-0 monocryl suture. A midline incision was then made in the upper epigastrium just overlying the hernia defect. Electrocautery was used to dissect through the skin and soft tissues. The hernia defects were encountered. Right at the level of the hernia, there was a small bowel which was densely adherent to the peritoneum and within the hernia sac. Metzenbaum scissors were used to mobilize this bowel. The hernia defect appeared to be fairly small, measuring only several centimeters in size. As I opened the fascia up superiorly, there was a second hernia which also measured only several centimeters in size. Both hernia defects were combined into one hernia. Again, there was a moderate amount of omental and small bowel adhesions present within the hernia sac, which required a fair amount of lysis of adhesions to free this. Superiorly, there were also some loops of colon which were stuck the hernia [sic], but the adhesions were less intense in this area, and these came down fairly easily. Eventually the abdominal wall and undersurface of the fascia was freed of adhesions circumferentially. The combined defects were measured to be approximately 8 x 5 cm. An 11 x 14 cm ventrio mesh was then obtained. It was placed into the peritoneal cavity with the prolene portion against the peritoneal lining and the ptfe portion against the peritoneal cavity. The mesh was sutured in place in the 4 corners of the mesh using 0 prolene suture. The suture was placed through the fascia, in and out through the mesh, and back out through the fascia, pulling the mesh up against the undersurface of the fascia in the 4 corners. I made sure I had good overlap of the fascia over the mesh to decrease the chance of recurrence. Once the 4 corner sutures were placed, the gaps in between these were filled with 0 prolene sutures in a similar fashion, bringing the mesh up against the undersurface of the fascia. The sutures were tied. This adequately repaired the hernia without tension and there was good fascial overlap. Irrigation was performed. Electrocautery was used to facilitate hemostasis. The fascia was then closed over the mesh with interrupted #1 vicryl sutures. A small amount of the hernia sac was excised. Irrigation of the abdominal wall was performed. The incision was then closed with interrupted 2-0 vicryl sutures for the superficial soft tissue and a running 4-0 subcuticular monocryl suture for the skin.¿ - on (B)(6) 2011: discharge. ¿abdomen: appropriately tender. Incision dressed and dry. Stable, discharged. Refrain from heavy lifting greater than 20 pounds or strenuous activity.¿ implant preoperative complaints: on (B)(6) 2013: preoperative diagnoses: ¿recurrent ventral incisional hernia. Status post ventral incisional hernia repair x 2 with dehiscence of his first repair and evisceration followed by closure with biomesh, which also became infected. He now presents for a third time repair of his hernia.¿ implant procedure: reoperative laparoscopy with, repair of recurrent ventral incisional hernia utilizing mesh, lysis of adhesion for 3.5 hours. [Implant: gore® dualmesh® biomaterial, 1dlmc08/8689340, 26cm x 34cm x 1mm thick, oval.]. Implant date: (B)(6) 2013 [hospitalization dates (B)(6) 2013]. Wound classification: clean contaminated. Findings: ¿there was a 15 x 12 cm defect. The defect appeared to have the biomesh still within the defect and lining the defect. The mesh was present in a thickened form along the margins of the defect and it was thinned out within the defect itself. At the most anterior portions I did not identify any biomesh. The patient had numerous loops of small and large bowel adherent to the undersurface of the hernia defect requiring an extensive lysis of adhesions.¿ description of hernia being treated: ¿the first incision was in the left upper quadrant. A 2-mm trocar was inserted and entered a very small free space. A 5-mm port was placed just inferior to the 2-mm trocar and this allowed the use of blunt dissection and sharp dissection with scissors. In this manner, the space was enlarged from cranial to caudal and left to right. As the dissection proceeded superiorly, a 3-mm trocar was placed just below the left costal margin to allow viewing inferiorly. This allowed clearing of the left abdominal gutter and an additional 5-mm port was then placed inferiorly. This allowed the bimanual work. The upper abdomen was cleared from left to right and the right lower quadrant was entered and a 5-mm port was placed in the right upper quadrant. Dissection progressed inferiorly on the right side. This allowed placement of a 12-mm trocar in the right mid abdomen. Dissection progressed medially. The colon was noted to be adherent in the superior aspect of the defect, this had to be carefully taken down out of the defect with sharp dissection. The edges of the defect were aligned by pieces of biologic mesh. The mesh then appeared to stretch out into the defect and it appeared to align the defect except for the anterior most portion with the patient in a closed by secondary intention. Once the colon was taken down, there were adhesions of small bowel throughout the entire defect. By compressing the abdominal wall, it was possible to bring these down into view and viewing from the left side of the patient and the right-sided [sic] of the patient, sharp dissection was used to slowly and carefully take all the adhesions of the small bowel down out of the defect. The most difficult portion were [sic] directed anteriorly where he had granulated his wound and in the adhesions of the small bowel were directly opposed to the posterior aspect of the skin. Careful sharp dissection was carried out and there were no injuries to the bowel and the skin appeared to be viable at the completion of that portion of the dissection. When this was completed, the falciform ligament was taken down from caudal to cranial until there was at least a 5 cm overlap cranially.¿ implant size and fixation: ¿the defect was then measured and was measured at 12 x 15 cm, a piece of mesh 30 x 24 cm in dimension was chosen. The mesh was folded with the rough side and outward. The location of the defect was a marked on the mesh. Cranial and caudal down the middle of the long axis of 0 vicryl sutures were placed 3 cm from the end of the mesh. These were used to align the mesh at the height which the defect was its widest. 0 vicryl sutures were placed 3 cm from the lateral edges of the mesh in order to pull the mesh to its widest dimension at the midportion of the defect. Inferiorly starting at the iliac crest, the mesh was tapered down to 15 cm on its inferior margin to fit within the pelvis. The mesh was tightly rolled up and placed into the abdomen though the 12-mm trocar site. It was oriented correctly and then unfurled. Just below the xiphoid, a 2-mm incision was made and a 2-mm grasper used to grasp the superior suture. A similar incision was then made inferiorly and used to grab the inferior suture. When these were pulled up, the mesh was centered in the midline and gently pulled tight against the posterior aspect of the anterior abdominal wall. There was at least 5 cm overlap superiorly and inferiorly. The sutures were held in place with hemostats. Starting on the right side, a 2-mm trocar was used to grasp the right-sided suture and this was gently pulled up, ensuring that there was a 5 cm overlap on the right side. Finally, the left-sided suture was pulled up and all 4 sutures were held in position by hemostat. The mesh was centered over the defect with 5-cm overlap in every direction. A tacker was then used to tack the mesh around the edges with tacks being placed every 1 cm around the entire periphery of the mesh. When this was completed, a double crown was carried out, placing tacks just lateral to the defect itself. This was made easier by the thickened biomesh, which still remained at the posterior aspect of the anterior abdominal wall. Full-thickness 0 pds sutures were then placed every 10 cm down the periphery of the mesh circumferentially. One suture was placed in the midline superiorly, one was placed in the midline superiorly and then 4 sutures were placed down each side. When this was completed, the 12-mm trocar with withdrawn and the 12-mm trocar site closed with 0 pds in a u-stitch fashion. Using a 2-mm trocar, the mesh was then extended its final distance in this area and tacked over the 12-mm trocar site. The 5-mm trocar on the right side also was withdrawn and the mesh tacked over the opening for the 5-mm trocar on the right. On the left side, the mesh did not come close enough to the trocars to cover the trocar sites. This was because the defects extended all to the right of the midline. The abdomen was then deflated through the remaining 5-m trocars and all remaining trocars were removed. The skin was closed with running 4-0 vicryl subcuticulars.¿ on (B)(6) 2013: ¿skin mid portion wound slightly discolored but viable , bowel sounds present. Closely monitor skin.¿ on (B)(6) 2013: ¿abdomen: obese, midline skin mildly bluish. No worse than yesterday.¿ ¿doing well, discharge. Activity: no heavy lifting until cleared.¿ explant preoperative complaints: on (B)(6) 2014: ¿exposed mesh , draining pus, mild erythema. Mesh infection. Continue IV antibiotics. Schedule time for mesh removal.¿ on (B)(6) 2014: ¿admitted yesterday for draining pus from abdominal wound. Temp. 99.7. Abdomen: soft, small draining wound of midline, exposed mesh at base.¿ on (B)(6) 2014: ¿infected mesh. Skin breakdown [illegible] where he had [illegible] by secondary intention from a previous open operation. Will need mesh removed.¿ on (B)(6) 2014: infectious disease: impression: ¿failed ventral hernia repairs. Status post gore-tex mesh repair (B)(6) 2013. [Illegible] with purulent drainage. Exposed mesh.¿ on (B)(6) 2014: ¿continue antibiotics.¿ on (B)(6) 2014: ¿to or today for excision.¿ on (B)(6) 2014: preoperative diagnosis: ¿infected ventral hernia mesh.¿ explant procedure: open excision of infected ventral hernia mesh with primary closure of fascia. Explant date: (B)(6) 2014 [hospitalization dates (B)(6) 2014]. Wound classification: dirty. Findings: ¿grossly infected gore-tex dualmesh with contained purulent fluid collection deep to the mesh. ¿ procedure: ¿skin surrounding the draining infected mesh was completely excised and sent off the table as specimen. The previous midline incision was also opened with a 10-blade knife. Hemostasis was maintained using bovie cautery. The underlying mesh was then opened using mayo scissors. There was some purulent fluid beneath the mesh. It was suctioned. The mesh was then opened in the midline through the length of the skin incision. The outer perimeter of tacks was identified and individually removed using hemostats. Starting on the patient¿s left, all the tacks were removed individually and the mesh was slowly peeled off from the posterior aspect of the anterior abdominal wall. There was a biofilm layer just below the mesh and separating the intestines from the mesh. This was opened up inferiorly. The bowel was identified. There was no purulent fluid within the peritoneal cavity. Once both sides of the mesh were completely removed, they were passed off the table as specimens. The wound and abdomen were then irrigated copiously with warm antibiotic normal saline. At this time, the fascia was closed with a running #1 pds suture. We were able to close the fascia without significant amount of tension. The skin was then loosely approximated with interrupted 4-0 vicryl sutures. In between the vicryl sutures, telfa were placed as wicks to prevent wound infection.¿ (B)(6) 2014: pathology. - anatomic pathology diagnosis: - ¿a) mesh, abdomen, removal: mesh identified (gross). Soft tissue with fibrosis. No malignancy identified.¿ - ¿b) skin, abdominal, excision: skin and subcutaneous tissue with ulcer, acute and chronic inflammation. Granulation tissue and fibrosis. No dysplasia or carcinoma identified.¿ - material: - ¿a) infected mesh.¿ - ¿b) abdominal skin.¿ - gross: ¿the case is received in two parts.¿ - ¿a) received in formalin labeled infected mesh are two pieces of mesh. One measures 23 x 10 x 0.1 cm and the other measures 23 x 0 x 0.1 cm. The mesh contains minimal tan-white soft tissue 1.5 x 1 x 0.2 cm in aggregate. In addition there is a smaller container in the container which contains multiple mechanic coils ranging in size from 0.3 to 0.6 cm. The soft tissue is submitted entirely in cassette a1.¿ - ¿b) received in formalin labeled abdominal skin is skin 9 x 4.5 x 2.5 cm with centrally located scar 4.5 x 2 cm and central skin defect 2 x 1 cm. The surface of the skin is tan-gray. The central deep surface of the specimen has tan-white, fibrous area 6.5 x 3.5 cm surrounding the area of skin defect. Cross sections show tan-yellow, lobulated adipose tissue with area of fibrosis. Once side of the specimen in inked blue and the other side is inked black.¿ on (B)(6) 2014: discharge: ¿doing well. Incision without signs of infection. Discharge home. No heavy lifting.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral / incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infected, mesh removal and additional surgery. Additional event specific information was not provided.